Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the lead gave poor thresholds and the patient developed diaphragm stimulation. A second lead was attempted but gave the same results. Both leads were not implanted. No patient complications have been reported as a result of this event.